Event description:
Pt using a weight-loss product that "constricted their stomach with a silicone band, died after the device slipped off and blocked their esophagus". Due to local laws regarding probable litigation by the family of the deceased, no info has been released that would positively identify the type of device used in the procedure. Because "silicone band" was used to describe the device, there is a possibility that the device associated with this event was the lap-band. Inamed's approach to compliance is to resolve all doubt in favor of reporting.